Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was inactivated and subsequently explanted and replaced. The patient was a participant in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors.